Event description:
The affiliate stated the customer reported falsely elevated troponin I (access accutni) result, above the acute myocardial infarction (ami) limit, for one patient, involving unicel dxi 600 access immunoassay system. The erroneous result did not correlate with the patient's clinical presentation. The patient sample was reanalyzed and recovered a lower result, within the risk stratification. The erroneous result was released out of the laboratory. There was no report of patient consequence or change in patient treatment associated with this event. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) performed preventive maintenance b (pm-b). The fse adjusted ultrasonics for reagent pipettor #2. The adjustment was repeated several times, but did not meet specification. The fse was able to obtain three consecutive acceptable values. System check failed the unwashed mean and coefficient of variation (cv). The fse indicated carryover test passed and high sensitivity (hs) system check passed but with an outlier. The fse verified the pipettor valves and connections and after making fresh 1:501 system check solution, the unwashed check portion passed. The instrument conformed to the manufacturer's published performance specifications.